Event description:
It was observed during the device inspection, the videoscope exhibited adhesive around the objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1. Additional information: d4, d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "glue of objective lens peeled off." Malfunctions would likely be related to external factors, or handling. Olympus will continue to monitor field performance for this device.